Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have high pacing impedance. Additionally, right ventricular lead pacing was found to have induced a patient arrhythmia, which was resolved through medication and external defibrillation. Corrective programming changes were made and the rv lead was surgically revised and repositioned on (B)(6) 2022. The rv lead placement near the patient's ventricular tachycardia scar was suspected as the cause of the malfunction. The patient was stable throughout despite the reported arrhythmia.